Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited high out of range shock impedance measurements. The last recorded shock had an impedance measurement of 89 ohms. Technical services recommended delivering a high energy shock to verify therapy availability. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Additional information was received from the field indicating daily measurements remain within an acceptable range and the patient will be seen in clinic at a later date.

Manufacturer narrative:
Should additional information become available this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating a commanded minimum and commanded maximum energy shock was delivered. Measurements were within an acceptable range. No further testing was performed. High shock impedance measurements were later observed, however no further evaluation was planned as the commanded shocks yielded acceptable measurements. No adverse patient effects were reported.